Manufacturer narrative:
3008452825-12/14/23-001-r.

Event description:
During a vt procedure using new tactiflex fj catheters, the system auto populated the catheters as flexability dd. Additionally, changes to correct the catheter could not be made. As the catheters were not recognized correctly, the proximal electrode and distal electrodes were not located correctly. When the catheter was replaced with a different lot of the fj catheter, it had the same issue. The catheter was switched to a tactiflex df catheter which resolved the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation.the 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Manufacturer narrative:
Additional information: g3, g6, h2, h3 corrected data: h6 one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.